Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/03/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the keypad was found to be fully intact without peeling or visible damage. The up arrow and contrast keypad buttons have intermittent response and required multiple presses to evoke a response. The other keypad buttons were appropriately responsive. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the reporter called animas alleging the up arrow keypad button is intermittently unresponsive when pressed requiring multiple presses to evoke a response. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.